Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy drug-eluting stent (des) was advanced for treatment; however, the proximal part of the stent strut was damaged. The procedure was completed with a 2.75/24 synergy des. No patient complications nor injuries were reported.